Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. This device is single use. Since the product of the same standard could be used without any problem, it is possible that the product is defective.

Event description:
In order to stop bleeding at the bleeding point, no electricity was applied when using this product (amco vio100c bipolar 30w). No fever was emitted anywhere. This event occurred at the time of during use. There was no report of patient harm.